Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 398 mg/dl at the time of incident and current blood glucose was 368 mg/dl. The customer also reports the no delivery alarm. The customer did not provide details regarding symptoms and treatment of their high blood glucose. The customer performed the high pressure test and result was on. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.